Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the tracheal suction catheter was larger in diameter and missing the depth markings as indicated by the packaging compared to the same product with a different lot number. The customer attempted to use the catheter on the patient, however it did not fit into the opening. The catheter was replaced.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. During the visual inspection, the 8 samples were opened and noted that catheter configuration did not match whit the current configuration of catalog 0140080, since they did not include printing numbers, the 8fr catheter requires printing marks, and the plastic sleeve over the catheter is not required. Per the dimensional assessment, the samples measured 14fr. CAPA ng-CAPA-17-033 was initiated in 10/20/2017. The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. The instructions for use state the following: ¿not made with natural rubber latex -- do not use if package is damage -- single use -- do not resterilize -- rx only"

Event description:
It was reported that the tracheal suction catheter was larger in diameter and missing the depth markings as indicated by the packaging compared to the same product with a different lot number. The customer attempted to use the catheter on the patient, however it did not fit into the opening. The catheter was replaced.